Event description:
It was reported that the patient experienced an inadequate stimulation. The physician increased patients medication dosage. Additional information was received that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure.

Event description:
It was reported that the patient experienced an inadequate stimulation. The physician increased patients medication dosage.